Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the right coronary artery to the crux cordis. A 4.0x38mm xience proa stent delivery system (sds) was advanced; however, resistance with the guiding catheter was felt. The sds reached the lesion site and the stent was deployed; however, post deployment the balloon separated from the shaft. The separated balloon of the sds was retrieved with the use of a 2.0 x 15mm non-abbott balloon dilatation catheter. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device coding: 2017 - against resistance. Correction: MFR site registration #. Evaluation summary: the device was returned for analysis. The reported difficulty to position could not be confirmed due to the condition the device was returned for analysis. The reported detachment of a device component (balloon) was not confirmed; however, it is likely the noted detachment of a device component (inner and outer member) was reported as the balloon detachment. It should be noted that the xience alpine [xience proa] everolimus eluting coronary stent system instructions for use (IFU), states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty to position and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to position. The device was advanced against the reported resistance with the guiding catheter (against the xience proa IFU); however, the device was positioned and deployed across the lesion successfully. During removal the distal portion of the device separated. The investigation was unable to determine a conclusive cause for the reported detachment of the device component; however, factors that may contribute detachment of device component include, but are not limited to, interaction with device accessories, user handling damage, material deformation and packaging damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.